Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the reason for the catheter being in the caudal was unknown. It was reported that patient was referred to the hcp and after myelograms were obtained to ensure that there was no cerebrospinal fluid (csf) block the revision was performed.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# h833165506, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 418.2mcg/day via an implantable infusion pump for multiple sclerosis. It was reported that the patient had a loss of therapy. A CT scan was done on (B)(6) 2018 and it appeared that the catheter had been caudal in the intrathecal space for some time. A surgeon showed the hc a CT scan from 2015 in which they could clearly see that the catheter was in the sacral space. The patient was sent to surgeon for a catheter revision. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.